Event description:
It was reported to boston scientific corporation that during a stone retrieval procedure, utilizing a graspit nitinol stone retrieval forceps, the device malfunctioned, leaving the grasping portion of the device in the ureter of the pt. It was reported that the procedure was lengthened by an additional hour and was completed with no complications to the pt. Pt's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned device was consistent with the complaint that the tip of the graspit urological grasping forceps jaws fell apart. The investigation found the jaws had separated from the jaw cannula. Glue residue was observed in the cannula notch, indicating the process step of gluing the jaws in place was performed. It was found that the flat portion of the drive wire that the jaws are glued to was not oriented perpendicular to the notch window of the jaw cannula. It could not be determined if the orientation of the drive wire was a result of the alignment not being correct during manufacturing, or if the orientations changed due to the forced applied to it when the jaws separated. Based on the investigation, the root cause for this complaint is undeterminable.